Event description:
Surgical nursing unit experienced multiple instances where dentaswab sponges separated from sticks. In this reported case, upon retraction of the oral swab from the patient's mouth, the green sponge separated from the straw and had to be removed manually by the rn with a hemostat. These separation episodes occurred with comatose and/or head-injured patients who are unresponsive and unable to initiate voluntary oral movements. There is a choking/aspiration hazard from the separation problem. The same type of separation occurred with a dentaswab used on an intubated pediatric patient on another nursing unit the week after this event. In another episode, a healthcare employee dipped the oral swab into mouthwash and the sponge fell off inside the bottle. The swabs are not soaked prior to use and are not re-used. None of the patients were injured. The cause of the separation is unknown. Boxes with two different lot numbers are involved and were removed from service, but the problem is not consistent - some dentaswabs do not separate.